Manufacturer narrative:
On 1/27/2020, additional information was received indicating the rupture occurred on the left side. D4 (serial number) has been updated to the left side device. It was also reported the devices were discarded post-explantation. The patient reportedly experienced a rash on her face and discomfort while laying on her side. The patient's date of birth was identified as (B)(6) 1963. The patient's age at the time of event was identified as 46 years old. The procedure was identified as a breast augmentation primary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Concomitant medical products: mentor memorygel breast implant 450cc, catalog number 3504504bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 450cc and experienced device rupture (side unknown). The rupture was discovered during explantation on (B)(6) 2019. Since it is unknown which device ruptured, it has been defaulted to the right breast prosthesis. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received on feb 17 2020 indicated the patient experienced bilateral capsular contracture baker grade unknown. Patient age at the time of event was identified as 55 years old, and patient ethnicity was identified as hispanic. The explantation date was identified as (B)(6) 2019. On feb 24 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation of the device in anterior view an area of missing material measuring approximately 6.5 cm x 2.4 cm was observed. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).